Manufacturer narrative:
On october 10, 2023, mentor received the following additional information. Patient age at the time of event: 52 years old. Ethnicity: not hispanic/latino. Race: white. The patient was diagnosed with baker grade iii capsular contracture of the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2024, mentor received the following additional information. The patient underwent bilateral removal and replacement with 450cc mentor memorygel xtra breast implants which also required bilateral mastopexies. As an event was indicated for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-01770 for the contralateral event. On february 01, 2024, the mentor analysis lab received the suspect medical device for evaluation. On february 08, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease measuring approximately 3.5 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the left breast by a medical professional; however, no baker grade rating was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 17, 2023, mentor was notified that the patient's symptoms had begun in (B)(6) 2023. As such, the date of event was updated to may 01, 2023. On october 19, 2023, mentor was provided with the results of a magnetic resonance imaging report which indicated the patient had a ruptured left breast implant. On october 23, 2023, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2024 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).